Event description:
9/18/96 - pt with prosthetic aortic & mitral valves had infected mitral valve. Attempts were made to sterilize this valve with long term antibiotics. To facilitate antibiotic therapy a #7 french standard length adult single-lumen cath was inserted to 18cm. Cuff placed just insoed counter incision. Pt sent to another hosp in another town for this procedure. 11/15/96 - order received from md in town a to out pt procedure room in town f to remove the cath using standard extraction procedures. IV therapy rn attempted to remove cath by using hemostat. Cath broke with cuff attached using moderate amount of pressure. Chest x-ray done, results were: visualization of cath fragment in the left innominate vein with its tip located in the superior vena cava and the other end in the left axila. Surgeon came and attempted removal. Catheter could not be felt in the cephalic, so it was determined to be deeper, probably in the basilica system. Decision was made to attempt retrieval by snaring broken cath from the groin by radiologist after off coumadin and on heparin sq for a couple of days. Pt's vital signs remained stable and pt sent home. 11/18/96 - pt admitted and attempt by radiologist to remove cath fragment by snaring it via the right common femoral vein was unsuccessful. Cath fragment appeared to be solidly anchored in the region of the left axila. No complications were encountered. Pt sent to surgical floor and placed on bedrest with right leg straight for 4 hours. Late in the afternoon pt taken down to or for removal of cath fragment by surgeon. Under general anesthesia and using the c-arm fluoroscopy the cath was identified and a cutdown of this area was carried out. Cath was grasped, brought up into the wound, and then removed. Pt's vital signs remained stable and no complications occurred. Pt was then sent to his room on the surgical floor. 11/19/96 - discharged home. 11/25/96 - returned to procedure room for follow up. Seen by surgeon, wound healing well. Pt faxed to physician in town a.